Manufacturer narrative:
This event occurred in (B)(6). The ft4 reagent lot number used during investigation is lot: 460793 with an expiration date of february 2021. Assays from different manufacturers can generate different results. Based on the information provided, a general reagent issue can be excluded. In case a sample is analyzed with different analyzers, the generated values are to be interpreted in relation with the normal reference ranges of the assays of the different analyzers. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for 1 patient sample on a cobas 8000 e 801 module, serial number (B)(4). Refer to the highlighted section on attachment "pt50913.pdf" for patient results. The results were reported outside of the laboratory.